Event description:
It was reported when the device was used during a thoracoscopy, it became stuck on the tissue. Consequently, the case was converted to an open procedure. There were no other reported pt consequence.